Event description:
It was reported that the patient underwent implantable neurostimulator (ins) replacement due to normal battery depletion. During the ins replacement surgery, high impedances (>10,000 ohms) were measured on all contacts of the two preexisting quadripolar leads and one preexisting octad lead and adaptor. Impedances were measured prior to surgery and were within normal limits. The patient returned to the operating room the next day and a new pocket adaptor was used. With the new adaptor, the impedances on the quadripolar leads were ¿okay¿, but the impedances on the octad lead and extension were still >10,000 ohms for contacts 3-7. A new ins was used. There were no patient symptoms or complications associated with the event and the patient was alive with no injury. The patient was receiving effective stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of implantable neurostimulator model 37702 sn: (B)(4) and adaptor model 74002 found no anomalies.

Manufacturer narrative:
Concomitant products: product ID 74002, serial # unknown, product type adapter; product ID 37081, serial # unknown, implanted: (B)(6) 2014, product type extension; product ID 3898, serial # unknown, product type lead; product ID 3550-29, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.